Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while coagulating 7 hours into a lap lar procedure, energy output was distributed from the shaft of the electrode and the mesentery was cauterized. A new electrode was opened to continue the procedure. The associated pencil and generator worked fine. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The picture showed the insulation to have melted around the aspiration holes. The investigation found a section of the insulation around the irrigation holes to have melted. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instruction for use (IFU) states, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.